Event description:
It was reported that the patient¿s first device was relocated a couple of years prior to the date of the report. The device was reportedly relocated to the front from the back of the patient¿s body to help with charging. It was noted that when the patient had the revision the device was implanted near their hip. It was later reported that the device was moved from the back to front to make recharging easier. It was noted that the patient was not really fat, but they were thick.

Event description:
Additional information received reported that the patient had had difficulty recharging the device as the patient is a ¿big, thick man¿ and it was difficult to get the proper implant depth. The device was later replaced with a non-rechargeable device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).